Event description:
Reportable based on device analysis completed on 30 sept 2013. It was reported that crossing difficulties occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous right coronary artery. A 4.00x28mm promus element plus drug eluting stent was advanced but failed to cross the lesion. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was returned for evaluation. A visual and microscopic examination found that the stent was damaged. The stent appeared pinched at the centre affecting two strut rows with various struts misaligned. The hypotube was kinked at various locations. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).